Manufacturer narrative:
09/22/2021 - the consumer accepted a replacement and will not be returning the device to the manufacturer. Therefore an investigation will not occur.

Event description:
08/09/2021 - the consumer claims the product got to hot. The consumer accepted replacement.